Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that zimmer biomet warsaw design control products were not involved in the reported event. These products were implanted after the reported complication occurred.

Manufacturer narrative:
(B)(4). Concomitant medical products: 113604, comp primary stem 4mm micro, 396630, 115370, comp rvs tray co 44mm, 618530, 00434903611, glenosphere 36 mm diameter, 63697037, 3020830401, refobacin plus bone cement 40, a644bj2507. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery. During this surgery the surgeon was unable to reduce the glenohumeral joint. A second revision surgery was done in order to replace the stem. The second revision surgery was completed successfully. Attempts have been made and additional information on the reported event is unavailable.